Event description:
It was reported that anspach drill was very hot to the touch on that occasion and the wiring could be felt to be vibrating as well. The handpiece was replaced and the test was successfully finished with the replacement. This happened a few days earlier of the first event, while it was used in a v&v test. Event 2 of 2 for the same drill.

Manufacturer narrative:
The device was intended for use in treatment and it was reported that that the drill was getting hot. The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. This is an identified failure mode within the risk assessment. The surgical system user's manual released at the time of the complaint (pn 500054 rev a) provides information for drill usage and troubleshooting. A test was performed to verify that air will continue to flow after drill is stopped and see if the air flow can be restricted due to pinched cable. It was found that the console will continue to blow air through the hose even after the drill is stopped if the temperature sensor is still reading high temperatures in the drill. Kinking the cable or pinching the cable would reduce if not completely stop the cooling air flow, thus exacerbating the overheat conditions. This is expected behavior for a drill that overheats and the continued airflow is per design. The root cause was established to be that the device performed within expected parameters.